Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and damage to the pump housing caused difficulty loading cartridges. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined to provide additional information regarding the issue.